Event description:
It was reported that, at the begining of the procedure the tc201 did not pick up any signal hence no image when the camera head was connected. The different camera system was used to complete the procedure. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: 'the investigation was completed on 05 feb 2026 the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "the tc201 did not pick up any signal hence no image when the camera head was connectedr" could be confirmed. The most probable root cause is a component failure on the circuit board. The above investigations did not reveal a root cause related to the labelling, or the device history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).